Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to sustained rate duration (srd) time out. The patient then received further inappropriate atp and shocks in a later episode due to rhythmid not correlated, though 91-94 percent match. Technical services (ts) was consulted and recommended programmed srd off and programming rhythmmatch to 90 percent given evidence of symptomatic, uncorrelated arrhythmia terminated with atp. Patient to be brought back to clinic for programming. No adverse patient effects were reported. This product remains in service.